Manufacturer narrative:
Insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Insulin pump was received with operating currents within specifications. No unexpected replace battery now alarms noted. Insulin pump was received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had reduced battery life. Customer's blood glucose level was unknown at the time of the incident. It was reported that batteries were lasting two days at the most. The insulin pump's history was check and it was found that it has not given any low battery alarms. It was also found that the insulin pump had replace battery now. It was reported that the customer was advised that the insulin pump needed to be replaced. The product was returned for analysis.